Event description:
The patient reported that, while trying to adjust a newly filled insulin cartridge in his infusion device, he pulled the cartridge out and the rubber stopper on the insulin cartridge remained attached to the piston rod of his insulin infusion device. He stated this caused "at least a half a cartridge" of insulin to spill into the cartridge chamber. The patient was educated on the proper procedure to remove an insulin cartridge and was assisted in removing the piston rod from the rubber stopper. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.